Event description:
Following implant of the ipg ((B)(6)) it was reported no communication could be established with the device. The ipg was confirmed to be in the correct orientation with respect to position. Attempts to resolve this matter with the use of two programmers proved unsuccessful. Surgical intervention was undertaken to explant and replace the pt's ipg. The reported issue is now resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.